Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt was experiencing a headache. No anomalies were noted during the pt's implant procedure on (B)(6) 2014. The pt was advised to rest and hydrate. Additional info received identified the pt's headache has reportedly resolved, and he continue to receive effective stimulation from his scs system.